Event description:
It is reported the lasso catheter slipped into the lv and the physician had difficulty removing it. Multiple attempts to safely manipulate the catheter out of the lv by the physician were unsuccessful. The physician was not able to remove the lasso catheter and the patient was taken to surgery for removal of the catheter. The patient was stable as of (B)(6) 2011 and was without medical assistance while the catheter was inside the body. Additional information obtained suggested that the catheter had to be cut to be removed from the mitral valve. The catheter was unable to be retrieved in its entirety.

Manufacturer narrative:
(B)(4). The catheter was cut to retrieve it from the mitral valve and hence not returned for investigation. Concomitant biosense webster products used during the procedure: carto 3 rmt system: model no.: m-5830-01, serial no.: (B)(4).